Manufacturer narrative:
Additional information sections: d.6b & h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly received medical clearance and resumed device use. The recipient's wound has reportedly healed. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device extrusion. The device was reportedly exposed near the incision site. On (B)(6) 2026, a wound repair was performed a repositioning of the device as well. There were no signs of infection; however, an open scalp wound was observed at the inferior border of the receiver stimulator. The recipient was reportedly advised to cease device use.